Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device to suture the surgical incision pancreatoduodenectomy, the nurse routinely opened the suture and found that the surgical suture was crushed. It was broken and could not be used. Another one was opened and no such situation was found. There was no patient injury.